Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visual inspection confirms that the upper jaw is loose. When the trigger is pulled the upper jaw doesn¿t close completely. When the upper jaw is open it can be slid from side-to-side. Visual inspection also reveals that the shear pin is broken. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing this type of failure. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the expressew iii without hook did not line up when the jaws were closed. The sales rep stated that after investigating, it was determined that the upper jaw is loose and wiggles left and right when the jaws are open. The case was completed with this device with no patient harm or delay.